Manufacturer narrative:
Below are the analysis findings and test results: the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that impedances were indicated at time of implant. The doctor took the lead out to clean it 2 or 3 times with same result. The voltage and pulse width were increased, but impedances remained above 4k. The lead was tested and there was an appropriate motor response on all 4 electrodes. The doctor requested another ins to be opened. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that patient's weight was unknown at the time. And that the cause of the high impedances was not determined. The device had been shipped back to medtronic, and was received. No further complications were reported.